Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is finished.

Event description:
The customer stated that his display had switched to a different tint/color and now isn't working at all. This resulted in a loss of centralized patient monitoring. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.